Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited good sensing, impedance and threshold measurements during implant testing. The following day, sensing measurements had decreased, despite impedance and threshold measurements remaining stable. Position of the lead appeared appropriate via x-ray. However, two days later, the lead failed to capture, and threshold measurements had increased. The physician suspected the clinical observations were due to lead dislodgement. A revision procedure was performed, and the lead was successfully repositioned. No additional adverse patient effects were reported.